Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. In the previously submitted report section b5 was incomplete, correct section b5 is- the patient alleged visualization of black particles inside the device and having headaches. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of an unknown dust contamination inside the filter area of the blower box, a dark hair-like particle on the bottom enclosure, unknown contaminant on the bottom enclosure, and an unknown dust contaminant on the blower, blower seal, and blower box, keratin was on the blower box. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The humidifier was returned to the manufacturer's product investigation laboratory for further evaluation. The manufacturer found a dark contaminant was observed around the air outlet port of the flip lid, an unknown contaminant was observed on the bottom enclosure, flip lid latch, and the flip lid seal. The device's event logs were downloaded and reviewed. The manufacturer found 3 incidents of e-53, 1 instance of e-200, and 4 instance of e-130. The manufacturer concludes there was evidence of multiple contaminants present in the device as well as humidifier. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section d9, d10, g3 and h6 has been updated in this report.